Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced elevated blood glucose with a peak value of 250 mg/dl after a new sensor calibration. The user confirmed the calibration was successful and continued insulin delivery through the ilet correction algorithm. No outside medical intervention was required.